Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a radio frequency error alarm. There were also multiple radio frequency error alarms in the alarm history. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The out-of-warranty insulin pump was not returned for analysis.